Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, brown particles and opening. Leak test was performed and found opening on anterior/radius. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening and opening striated in the radius side due to surgical damage. The fill test inspection was performed, the result is no blockage.

Event description:
The device has been explanted.